Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from australia a 3300tfx23mm valve, implanted in the aortic position, underwent reintervention for a valve-in-valve procedure after an implant duration of three (3) years and one (1) month for unknown reason. A non-edwards transcatheter valve was successfully implanted on the second attempt.

Manufacturer narrative:
Through investigation it was learned that this event was already recorded and investigated with report ID: 2015691-2025-03012. All the available information and conclusions of the investigation will be provided through report ID: 2015691-2025-03012 and therefore this correction is being submitted.